Manufacturer narrative:
The samples have not been returned to manufacturing site for examination. Without the samples, the product defects cannot be confirmed. The relevant production documentation was checked in the database and nonconformity was not revealed, that could be related to the described issue. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Section h has been updated with the product not returning. Annexes b, c, and d have been changed to reflect this. Additionally, annex g has been updated to include code g04023 .

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, this complaint concerns a male end user diagnosed with benign prostate hyperplasia (bph) (enlarged prostate), causing retention, for which he needs to use catheters. He has been using sc standard coudé (tiemann). Sometimes, he is unable to get the catheter around the prostate, and scratches up against the prostate, which causes bleeding. Upon removal, about 2-3 inches of blood is seen on the catheter tip, but he does not ever have blood in his urine, and no profuse bleeding occurs in between catheterisations. When he experiences bleeding, this is usually also associated with deep pain and discomfort. The pain from using these catheters leaves him feeling too raw and uncomfortable to continue using catheters regularly, and he usually has to wait a couple or few days before using his catheters again. He has a history of developing a uti about every 2 months or so. The last time he scratched his prostate, he ended up in the hospital due to having a urinary tract infection (uti) that became septic. He was admitted to the hospital around on (B)(6)2021 and was discharged on (B)(6) 2022. He had a foley catheter placed and got medication for the infection. When the hospital staff tried inserting the foley catheter, they also came up against a lot of resistance from the prostate, which caused him more pain and discomfort. He has since recovered from this infection, and he takes flomax (a medication used to treat symptomatic bph) regularly to assist with his voiding.